Event description:
The surgeon inserted the phaco handpiece into the eye. Surgeon then pressed on the footswitch to activate the phaco power, but no phaco power occurred. The surgeon removed the phaco handpiece from the eye and noticed a corneal burn.